Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 1/6/2026. Data was further reviewed. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. Approximately on 12/04/2025 around 09:00 am the patient woke up with ems around him. His brother and roommates who found him stiff and unresponsive on the floor called emergency medical service (ems). The patient added that he was not sure if the dexcom app and omnipod 5 insulin pump alerted him that he was low since he was unconscious. Ems arrived around 07:00 am. No symptoms before going to sleep and estimated glucose value (egvs) was reading below 200 mgdl around 11:00 pm on (B)(6) 2025. He was told that when the paramedics arrived, egv was low with no value and bg was lower that 30mgdl. They administered glucose IV and stayed until 09:30 am. He was advised to go to the emergency room (ER), but he declined. Before the paramedics left, his bg was around 85mgdl while egv was around 78 mgdl. The patient was feeling better before ems left. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.